Manufacturer narrative:
(B)(4). A non-covidien service provider released the circuit then the base pressure was indicated minus. Therefore, it was informed that the pressure transducer's zero point shifted toward minus resulted the auto trigger was generated without the base pressure changing. More over, the operation noise of the reserve valve in service mode was normal. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 ventilator high pressure alert frequently occurred. Afterward, the auto trigger was activated. The log recorded a low base pressure alert but from the data, it was verified that the peep had been kept when the alert was generated. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.